Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had cuff breakage. Oro tracheal tube change was performed, removed and was intubated. The patient was admitted to surgery recovery room, conscious, alert with good respiratory pattern under residual effects of general anesthesia with oxygen support.